Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was inverted. The catheter tip and distal section of the balloon was inverted. A microscopic examination of the balloon found no tears or holes in the balloon material. No damage was observed to any of the blades. All blades are fully bonded onto the balloon. A visual and tactile examination found no issues with the hypotube of this device. The distal extrusions (inner and outer extrusions) were severely stretched. The extrusion was stretched to such an extent that it resulted in the proximal markerband becoming free moving on the stretched down inner. The catheter tip and distal section of the balloon was inverted inside the balloon. Due to the condition of the returned device, it was not possible to track a recommended 0.014inch size wire through the wire lumen. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that the guidewire could not be loaded into the balloon. The target lesion was located in the left anterior descending artery. A 6mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the guidewire could not be loaded into the balloon. The procedure was completed with another of the same device. No complications were reported and patient was stable post procedure. However, device analysis revealed that the proximal markerband shifted.